Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the high o2 supply pressure alarm occurred frequently. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician could not confirm the reported high o2 supply pressure alarm issue. The technician surmised that the alarm occurred because oxygen supply pressure surpassed 92 psi. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.